Event description:
The customer alleged that he received a control test result that was high, out of specification. He performed control tests while troubleshooting and received a result of 184 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer was advised to return his test strips for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.